Event description:
Information was received that a smiths medical tracheostomy tube had five cannulas of the lower shaft discolored and rough after two weeks of use. No reprocessing measures had been taken.

Manufacturer narrative:
Five sample devices were received for evaluation. Upon visual inspection, they were noted to be contaminated with yellow spots. The substance was able to be rubbed off onto a towel. The complaint was confirmed, and the most probable cause of issue was determined to be that occurrence of contamination was after device left the shm facility. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.